Event description:
Integra received from the distributor (B)(4), a copy of medwatch form uf/importer report #: (B)(4). The user facility reported that "while the nurse was removing dressing from PICC line, the "blue" layer of the biopatch pulled off and was wrapped around PICC line. The PICC line was pulled out approximately one inch while trying to remove the blue layer." The original intended procedure was the removal of the dressing from the PICC line. Device malfunction was reported - the device did not - do what it was supposed to. There is no complaint sample to return. The lot number of the complaint sample will not be available. There was no report of any patient consequence or medical intervention. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.